Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not powered on due to a short. A field service engineer removed the scissors from the system to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a station was not powered on. The customer reported that the malfunction occurred when the nurse tired to access medication and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.